Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via company rep regarding a patient receiving morphine (10mg/ml at 0.719mg/day) and baclofen (2000mcg/ml at 143.8mcg/day) via intrathecal infusion pump for intractable spasticity. It was reported that the patient was not able to get in for a refill due to covid and the pump had been empty since (B)(6). Considerations regarding the pump running empty were reviewed. The consumer called back asking what happens when a pump goes empty. It was reviewed that an audible critical alarm would be heard. The consumer asked whether the ¿motor stops when a pump goes empty¿? It was reviewed that the motors don¿t stop. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6)-2020 from a healthcare professional (hcp) via a company representative who reported that no action had yet been taken to resolve the empty pump. The patient was disabled and had not been able to make it into the physician¿s office. The physician had discussed with the patient¿s father what would be entailed regarding the pump at this particular juncture. No further complications have been reported as a result of this event.